Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. The catheter was repaired. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one 6.6 fr s/l broviac external red hub extension tube set segment was returned for evaluation. During gross examination, it was noted that the detailing was worn off the protective clamping sleeve and a partial circumferential split was noted on the lumen approximately 0.4cm from the distal end of the luer. The sample was patent to infusion with leaking noted at the site of the split. When viewed under magnification, the edges of the split were noted to be jagged. Based on the findings, the investigation is confirmed for the reported leak. Per the evaluation results, the lumen was split at the distal end of the luer and slight wear was noted to the protective clamping sleeve. Therefore, it is possible that repeated clamping adjacent to the crimp collar contributed to the reported event. However, a definitive root cause could not be determined based upon available information. It unknown if other patient and/or procedural factors contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. The catheter was repaired. There was no patient injury reported.